Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Because the reported event could not be replicated during device evaluation, and no other issues were noted with the subject device; investigation believes that the image did not display as a result of an unknown external factor. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be duplicated. The unit was run for more than 8 hours and no abnormalities were noted. All functional tests were passed. No device problem was found. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported the olympus hd camera head would not produce an image during reprocessing. There was no patient involvement during this event.